Manufacturer narrative:
An event regarding infection involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. The following devices were also listed in this report: size 6 triathlon femur; cat# unknown; lot# unknown; tibial component; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusions: it was reported that the patient underwent a revision due to an infection. The event could not be confirmed nor can the cause be determined as insufficient information was available with stryker orthopaedics. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate if further evaluation is warranted, this record will be reopened. Device not available.

Event description:
As reported: "patient¿left knee was revised due to infection to a temporary spacer for stage 1 of a stage 2 revision. Initial procedure was done at a different facility in 2015 and the only information we could find off the implants were size 6 triathlon femur and tibial components. No implants were returned...all information available on this patient has been provided".